Event description:
Per the clinic, the patient was explanted on (B)(6), 2012, due to inadvertently pulling out the electrode array while attempted to clean the external ear canal by the ent doctor.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)